Event description:
There appears to be noise on the atrial channel in recordings saved to the device. Further evaluation in office with postural testing and isometrics was recommended. Lead remains implanted. No adverse patient events were reported. Should additional information be received, this file will be update.

Event description:
There appears to be noise on the atrial channel in recordings saved to the device. Further evaluation in office with postural testing and isometrics was recommended. Lead remains implanted. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
Combination product: yes. 12-feb-2025 additional information received, lead was explanted (B)(6) 2024. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The insulation was found abraded through 18.5 cm distal to the is-1 connector pin, which is assumed to be the root cause of the reported oversensing on the atrial channel. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.